Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a 4- lumen catheter along with two photographs depicting a separated extension line. The device was confirmed to be separated near the center of the medial extension line. The ends of the severed tubing had striations, which are characteristic of contact with a sharp instrument. Fibers from the dressing were observed on the extension line in the area of the separation. A review of manufacturing records did not yield any relevant findings. The provided instructions caution the user not to use scissors to removed dressing in order to minimize the risk of cutting the catheter. Based on the appearance of the sample and information provided, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported that the catheter was inserted in the oncology patient's subclavian and remained in place 4-5 months before the "end of the lumen" was found broken resulting in blood loss from the patient. As a result, the catheter was removed without issue but not replaced. There was no reported delay, death, or complications to the patient as a result of this occurrence.